Event description:
Initial report was rec'd with vague information of a possible overinfusion incident. However, upon follow up with the account it was revealed that the pump functioned as it was programmed, and the prescription programmed into the pump was as prescribed by the physician. The rptr stated "it is an issue of what was prescribed, the amount that was prescribed, and the patient's reaction to the drug. Medical intervention was administered to the patient, however, it is not known if medical intervention was required. The pt has had no adverse effects from the incident." Rptr would not elaborate on what type of medical intervention was administered to the pt.

Event description:
Initial report was rec'd with vague information of a possible overinfusion incident. However, upon follow up with the account it was revealed that the pump functioned as it was programmed, and the prescription programmed into the pump was as prescribed by the physician. The rptr stated "it is an issue of what was prescribed, the amount that was prescribed, and the patient's reaction to the drug. Medical intervention was administered to the patient, however, it is not known if medical intervention was required. The pt has had no adverse effects from the incident." Rptr would not elaborate on what type of medical intervention was administered to the pt.